Event description:
Per the clinic, the patient experienced a loss of function from the sound processor, and corrosion of battery pins was noted. After cleaning, the processor functioned appropriately, but became warm to the touch. Processor was returned to the manufacturer, and a replacement processor is being provided.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)